Event description:
Medtronic physio-control is investigating failures of power supply transistor, q2, on the main "pcb" assembly. The transistor failed in a shorted manner. The device will fail to turn on with a shorted q2 transistor. The failures have occurred during the mfg process. There have been no reports of this failure in distributed devices.